Event description:
It was reported that multiple occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, subsequently resuming insulin. However, another occlusion occurred and the customer reverted to an alternate method of insulin therapy.